Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited noise. The noise could not be reproduced in the clinic. The patient was not symptomatic. All other lead measurements were stable and in-range. The lead will continue to be monitored.